Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported ischemic stroke cannot be conclusively determined. The exchanged pump, (B)(6), was returned and evaluated under MFR # 2916596-2015-02362. A correlation between the findings of the evaluation of the returned device and the reported ischemic stroke cannot be conclusively determined. Stroke and neurological dysfunction are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 2 years, 11 months. The patient's pump exchange due to thrombus was previously reported under MFR 2916596-2015-02362. This MFR covers the reported cva. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during a pump exchange for possible thrombus on (B)(6) 2015 the patient experienced an intra-operative cerebrovascular accident (cva). There was no intervention for the cva, as it was found on a head CT several days post implant. The stroke was diagnosed as ischemic and a cause was not determined, though it was communicated that it could have potentially been caused by the suspected pump thrombus that led to the exchange.